Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After advancing a guidewire, a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed a pinhole in the balloon at the distal markerband. The tip is damaged. There are numerous shaft kinks. The inner shaft is buckled in numerous locations under the balloon. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred the chronic totally occluded target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After advancing a guidewire, a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.